Event description:
Staff member noted second occurrence that statlock PICC plus catheter stabilization device is very difficult to slide the blue posts into holes on PICC. Posts seem stuck. Statlock put aside and different one used. No harm to patients.